Event description:
It was reported that after the doctor hit bone, the needle broke and a portion remained inside the patient. Reporter not sure how many passes were made before the needle broke. Approx. 1 cm remained in patient and has not been removed. Patient may be called back to remove at a later date when seeds activity is diminished.